Event description:
It was reported that the bd maxzero¿ needleless connector experienced leakage. The following information was provided by the initial reporter: the device runs full blood insite after rinsing with posiflush.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced leakage. The following information was provided by the initial reporter: the device runs full blood insite after rinsing with posiflush.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-sep-2022. Investigation summary: one mz1000 product was received without packaging for investigation; the lot number of the complaint sample was also reported unknown. Residual blood was present in the body of the maxzero component. The feedback provided by the customer indicates blood was detected in the maxzero component after rinsing with a posiflush syringe. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The sample was subjected to pressure testing through the male luer of the component; no leakage was observed from the maxzero which may have contributed to the back flow. Additionally functional testing of the sample did not identify any potential issues which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.